Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitted a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
This f/u report is submitted to FDA in accord with applicable regulations, and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 11, 2015. The actual sample was visually inspected upon receipt and no anomalies, such as a break, were found which would have contributed to the reported leak. The actual device was filled with saline solution and pressurized at 2.0kgf/cm2; no leak was found. Saline solution was then circulated in the actual device at 37c at a flow rate of 4l/min; no leak was found. The cause of the event was likely due to a tubing clamp used to remove the tubing from the blood inlet port while changing out the oxygenator. A review of the device history record revealed no production related anomalies. In addition, the product is 100% leak tested during the manufacturing process. The cause of the reported damage could not be determined; therefore, the complaint was not confirmed. All available info has been placed on file in quality management for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems, corporation that prior to cardiopulmonary bypass, during prime, moisture was detected on the floor and is believed to be priming solution. The perfusionist thinks the origin of the leak is from the gas outlet port and vented cap. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully without delay.